Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to leak in the system. It was also noted that the pressure regulator balloon was empty. A new aus was implanted with no patient complications.